Event description:
Name of procedure: laparoscopic cholecystectomy case. Event description: while the surgeon was using the clip applier, a clip became stuck inside the catheter. The clip applier was then set aside and not used further, and the surgeon proceeded with a different clip applier instead surgeon tried to squeeze the clip applier handle plastic to plastic several times but the clip still stuck inside catheter. No clinical impact. 20.02.2026 - additional information received from [name] (territory manager) via email: it was a laparoscopic cholecystectomy case. Additionally, on asking "where you mentioned catheter on the pcf, did you mean clip applier?" [Name] advised it was a clip applier, ca500. Intervention: use a new one to continue the procedure. Patient status: patient is stable.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.